Manufacturer narrative:
Follow-up # 1 date of submission 3/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/25/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment threads were stripped. It was also observed that there were two battery compartment cracks at the threads to the left of the bumper and one at the case seal below the bumper. The returned battery cap and the test cap were unable to be fully tightened and were difficult to remove from the pump. The returned battery cap was unable to fully tighten due to stripped threads. All of the battery cap contact heights were out of specification and the top slot of the battery cap was damaged. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the button was responsive during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment and the battery cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.